Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of the infold.

Manufacturer narrative:
Image review: three intraprocedural images were submitted for review. The absence of the patient¿s executive summary limited the ability to conduct a comprehensive anatomical assessment. Documentation indicated that the patient had a bicuspid aortic valve and that a pre¿implant balloon aortic valvuloplasty was performed. Fluoroscopic valve load inspection of the valve was examined, and a misload appeared to be evident by inflow crown overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Documentation suggests that the valve was used for the implantation attempt during which infolding was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was withdrawn and a new system was used to complete the procedure. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot number: 0012984220; product type: 0195-heart valves; non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve implantation in a patient with bicuspid aortic valve sievers type 1 with left-right raphe, a pre-implant balloon dilation was performed with a 24 mm non-medtronic balloon and non-medtronic guidewire. Fluoroscopic inspection of the valve load identified a crown overlap to the fourth node. During the deployment attempt, the valve was positioned at 3 mm on the left coronary cusp and the non-coronary cusp, and infolding of the valve frame was observed. Subsequently, the valve was recaptured and withdrawn, and a second valve was loaded and successfully implanted. No patient complications have been reported as a result of this event.